Event description:
Ous MDR - after an implantation time of 6 weeks, it was reported that the patient visited the clinic due to discomfort and syncopes. During a provocation test, the patient became asystolic, and jumps in the impedance of several 100 ohm were registered on the rv lead at the same time. These observations could not be reproduced later on via a psa module. The pacemaker was successfully exchanged and returned to biotronik.

Manufacturer narrative:
After its return, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery was fully charged. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were normal. Lead inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is-1 standard. The clampings at both threaded pins were present only very weakly. The device is overall visually unremarkable. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies. The device showed no limitations of its capability to provide therapy. In summary, the device was without defects during the analysis, and it was within specifications in regard to the connection system and the electronics. There was no material defect or manufacturing error.